Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 7068971; the lot number was built on afa line 8 from 11mar17 thru 17mar17 packaged on packaging lines 9 and 11 from 14mar17 thru 15mar18 and 20mar17 for a quantity of(B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No physical samples were not received for testing and evaluation; one photo was submitted for evaluation for this incident. The photo displayed the package label with the bd logo, ref no., description, lot number and the expiration date. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte autoguard shielded IV catheter the needle would not retract.